Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant (tsvtb10) packaging was returned. Visual inspection of the returned product identified an outer box with the outer vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The inner vial and the implant were missing from the packaging. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The exact details of the device condition as received by the customer are unknown. Therefore, the reported event could not be verified based on the information available. The reported event (missing component) could not be verified, as the exact details of the device condition as received by the customer are unknown since the tamper evident ring at the bottom of the cap on the outer vial was already broken. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date UDI: n/a d10: device availability. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Manufacturer narrative:
(B)(4). Product not returned to the manufacturer.

Event description:
It was reported that when they opened tube in the plastic product box there was no implant (tsvtb10). The stickers and IFU was present. It was also reported that they were able to place another implant in same surgery.